Manufacturer narrative:
Ventec evaluated the device but was unable to duplicate or confirm any conditions that may have contributed to the patient's reported discomfort. Ventec then made repairs unrelated to the reported issue. Proper device operation was then observed through functional and performance testing. The patient circuit used during the reported event was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec a pediatric patient was having difficulty breathing while on the device. The patient is accustomed to using a vocsn device and has two units -- a primary and a backup. Each time he goes on to the backup device, he would become uncomfortable, agitated and had frequent high pips (peak inspiratory pressure). The patient did not experience any issues while on his primary vocsn device. There was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.